Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient reported left side "rupture and leakage." Device remains implanted.

Manufacturer narrative:
The events of "swelling of lymph nodes," "axillary siliconomas," and "late seroma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Reason for reoperation: "swelling of lymph nodes," "axillary siliconomas," and "late seroma."

Event description:
Patient reported rupture and leakage of the left device, "swelling of lymph nodes," "axillary siliconomas," and "late seroma." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken, brown particle in the shell, and brown particle in the gel. A microscopic analysis was performed which identify sharp edge and with a stress marks assessed as surgical impact broken sharp in the posterior . A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp edge broken in the posterior with stress marks due to surgical impact opening. Non-penetrating nick(stress marks).

Event description:
Patient reported rupture and leakage of the left device, "swelling of lymph nodes," "axillary siliconomas," and "late seroma." Device has been explanted.